Event description:
A lead extraction procedure was being performed to remove two pacemaker leads implanted 11 years ago. There was one right atrial and one right ventricular lead. The spectronetics machine was turned on and calibrated appropriately. A 12 french sls ii laser sheath was connected to the machine and the calibration button was pushed with no response. It was repeated multiple times with no calibration done effectively. The spectronetics rep was called and instructed us to wipe off the sensor with alcohol and dry. This was re-attempted with no success. They asked us to clear the sensor on the laser machine and use the control sheath which calibrated fine. The laser sheath would still not calibrate. The rep then informed us to use another 12 fr laser sheath. We instituted a new 12 fr laser sheath that calibrated fine without difficulty.